Event description:
It has been reported to philips that the azurion table performed movements other than those that were selected. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the device was in clinical use at time of event, the diagnosis procedure was delayed for less than 20 minutes. The philips field service engineer (fse) inspected the system onsite and confirmed that angigraph table performs uncontrollable movements. Upon further inspection, the fse found that user experienced table in several procedures moves forward on its own when the patient is positioned and that it moves in jumps at times. Fse carried out functional tests and everything was ok in table movements. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.